Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during a rotator cuff repair the expressew iii autocapture + suture passer handle was sticking and not functioning as it should. The product was returned to mitek for evaluation. Mitek then conducted visual inspection and functional test of device received. Visual observations revealed the device was slightly worn due to it was identified marks of wear. To test its functionality, it was tested on a sample rubber strip and a needle; as a result, it revealed that the needle deploy as normally, after several times the needle was not functioning as expected due to it was very hard to deploy causing the device to jam. The trigger had to be manually pushed back to retract the needle to its original position. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. The maintenance conditions of the device is unknown, the possible root cause of reported failure could be attributed to an improper maintenance during cleaning/ sterilization cycle would lead to bio-debris build up inside the expressew shaft causing wear of internal components leading to rough deployment issues. Since this is a reusable device and this failure has possibly occurred after using it in this manner for many procedures. However, this cannot be conclusively affirmed. As per IFU-115808, it is important to inspect the device prior to use to ensure proper mechanical function. Also, it is necessary to follow the instructions to cleaning and sterilization process and between uses, lubricate moving parts with the water-solubel lubricant in accordance with the manufacturer¿s instructions. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported via complaint submission tool that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the handle was sticking and not functioning as it should on the expressew iii ac+ gun device. During in-house engineering evaluation, it was determined that the needle was very hard to deploy causing the device to jam that the trigger had to be manually pushed back to retract the needle to its original position. Another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.